Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose was over 600 mg/dl with unspecified ketones, nausea, and polydipsia. It was reported the pump experienced a time and date reset when the battery was removed for less than 24 hours. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and they remained on pump therapy. It was reported the pump¿s basal rate setting were recently changed by a health care provider. This complaint is being reported because an alleged time and date issue contributed to the patient¿s alleged hyperglycemia.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 03/11/2015 with the following findings: the complaint was unable to be confirmed or duplicated with investigation. Review of the pump¿s black box revealed no related issues or abnormal pump behavior. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump¿s time, date, and settings were not reset when the battery was removed for 23 hours. Investigation revealed the internal clock battery on the printed circuit board had failed. Unrelated to the complaint, a battery compartment crack was discovered. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.